Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus positive pressure connector was damaged. The following information was provided by the initial reporter, translated from chinese to english: the patient's PICC was connected to a needleless connector and the connector was unable to rebound when the patient was given an intravenous injection of medication. Additional information received from the customer: please confirm when was the issue identified? During priming or infusion? At the end of daytime chemotherapy, the infusion set was disconnected in preparation for catheter maintenance and it was found that the connector rubber plug did not bounce back into place, the connector was removed and reconnected with a new connector please confirm what medication was being administered during the event? Daytime chemotherapy ward use, use of chemotherapy drugs, the specific name of the drug is not clear please confirm the make and model of the connecting products? Domestic infusion set (shanghai jinta) with screw connection has been used. Please confirm if there are any visible defects to the device? The sample has no defects, except for the rubber plug does not rebound please confirm whether any leakage was observed? No other leakage was found please confirm if there is any patient impact? Did not affect the patients.

Manufacturer narrative:
No mp1000 china sample was returned for investigation. The customer reported that the affected sample was from lot #24055784 and that "the patient's PICC was connected to a needleless connector for use, and the connector was found to be unable to rebound when pushing drugs into the patient's vein" as part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with the maxplus piston recessed. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot 24055784 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china set in the past 12 months.

Event description:
No additional information.